Manufacturer narrative:
H6: correction: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-00967 was sent in error. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. A vulnerability that has been exploited and is reported and after evaluation is found to be a controlled risk where no data was change, edited, or manipulated and therefore the risk of patient harm is determined to be sufficiently low. The is not impacted.

Event description:
It was reported that while using nuc 5i5 os image epicenter 7.x a cybersecurity breach was observed by the hospital personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that may 1st the hospital suffered a cyber attack. Since then they have scanned and found the epicenter computer has been affected ".

Event description:
It was reported that while using nuc 5i5 os image epicenter 7.x a cybersecurity breach was observed by the hospital personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that may 1st the hospital suffered a cyber attack. Since then they have scanned and found the epicenter computer has been affected. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.